Event description:
It was reported that during central line placement the "blue tip was blunt and caused trauma". The device was removed and another one used that had the same problem. A small needle was then used and another one inserted. Access was confirmed and the patient "has had a full recovery". It was reported there was no injury to the patient, "the patient just a bit traumatised".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during central line placement the "blue tip was blunt and caused trauma". The device was removed and another one used that had the same problem. A small needle was then used and another one inserted. Access was confirmed and the patient "has had a full recovery". It was reported there was no injury to the patient, "the patient just a bit traumatised".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.